Event description:
Reporting status: serious injury/medical intervention/permanent damage. Reporting rationale: stent implanted in unintended site. Device issue: failure to advance/difficult to remove. It was reported that during advancement to a lesion located in the right coronary artery (rca) which was described as heavily calcified, the device became stuck and could not be advanced or withdrawn, so the physician made the decision to deploy the stent in an unintended site. Prior to stenting, the site predilated with a 3.0 x 20 mm balloon catheter. The stent was deployed at 9 atm; however, after deployment, there was difficulty withdrawing the balloon. The balloon fully deflated, but it came half out of the stent and got stuck again. Releasing the indeflator and deflating manually, pulling negative and increasing the pressure and pulling a hard negative; all unsuccessfully. Under angiography, movement was seen of the mid to distal end of the balloon; however, the mid to proximal end seemed to be stuck. He then increased the pressure to 12-14 atm multiple times and the balloon finally deflated. Post dilatation was not done because the physician was afraid another device might get stuck. The pt is doing fine. No additional event or pt info is available. You are receiving this MDR report from abbott vascular as bsc distributes promus in the us as its brand label of abbott vascular's drug eluting stent.

Manufacturer narrative:
Results code - product performance engineering was unable to complete the evaluation of the event at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood in the guide wire lumen and in and on the hub. There was contrast in the inflation lumen and in the balloon. The stent implant was not returned. The balloon was returned partially filled with contrast. There was no damge noted to the sds. There were no kinks noted to the tip or to the inner member. The tip seal length was measured and met mfg criteria. A new indeflator, filled with renografin 60 diluted 1:1 with water, was used to measure the deflation times of the balloon. This met mfg criteria. The overall length of the sds was measured and met mfg criteria. Product performance engineering was unable to complete the evaluation of the event at the time of this report. Results and conclusions will be forwarded upon completion.